Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to test the equipment. A 3-d image ring artifact was observed when system is cold or first booted up. The rep replaced the flat panel detector and verified alignment. The imaging system then passed the system checkout and was found to be fully functional. Left over and used components of the upgrade kit were sent back. The flat panel detector was returned to the manufacturer and is currently under analysis.

Event description:
A medtronic representative reported that the site staff alleged that ring artifact was discovered during testing. There was no patient involved with this concern.

Manufacturer narrative:
The flat panel detector was returned to the manufacturer for analysis. The tester installed detector panel and cp1 on a test imaging system and the system readied as expected. Twod and 3d imaging were as expected, ring artifact was not observed while under test. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.